Event description:
Customer reported that a patient presented with a bowel obstruction twelve days following a multiple hernia repair procedure. The patient was returned to surgery for laparotomy at which time the surgeon reports observing the mesh "torn into two pieces". The mesh was removed.

Manufacturer narrative:
Results: one returned, explanted proceed laminated mesh was examined at 10-40x under a stereomicroscope. The returned device measured approximately 12" x 8" in an oval shape. The prolene soft mesh layer was returned, which had some of the pds film component still present, while much of the pds component had fragmented. The orc component, as expected, was not present. The prolene soft mesh component had a significant tear at the center of the mesh, approximately 4" long, with 3 sites with suture present (2 blue monofilaments and a green braided suture) at the edge of the tear and significant deformation damage. Conclusion: the deformation damage indicates that the mesh was under excessive stress when it eventually tore. The specific circumstances and amount of force required to cause the tear could not be determined. No conclusion can be drawn at this time.